Manufacturer narrative:
The device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the black box showed unexplained power on reset events. No moisture/corrosion was found in the battery compartment. No damage was found in the battery compartment or returned battery cap. The returned battery cap attached to the pump and successfully completed 24 testing. No power interruptions occurred. The battery cap measurements were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.